Manufacturer narrative:
The device was evaluated. The device session data was reviewed by engineering and noted a mains line disconnection. Subsequently, a service engineer (se) evaluated the device at the customer site. The engineer observed damage on the mains cable and inside the power entry module. It was also observed the spring fuse holder had worn loose over time. The engineer replaced the power cable and power entry module and tested, no further observations noted. And ensured the spring fuse holder replacement was a firm fit with the fuse inserted. Subsequently, all testing was completed successfully.

Event description:
It was reported that a message was received from device user (du) noting the device has been plugged in and on the whole time, hoping it runs even if the battery is drained. An image of the device showed at 50 percent on ac power icon on gui (graphical user interface). The du advised after he cycled the mains switch device was charging again. The du noted the wifi was out and ensured the wifi enable button was depressed prior to the gui reset and no further issues with wifi noted.

Manufacturer narrative:
Further investigation of the reported event and images provided by service engineer was completed. Images reviewed showed brown marks on the white body of the fuse and the female mains cable plug. These marks could be caused by several factors,the excessive play in the fuse holder identified during the service engineer visit at the customer site could have likely resulted from a lapse in inlet power delivery to the metra.

Event description:
It was reported that a message was received from device user (du) noting the device has been plugged in and on the whole time, hoping it runs even if the battery is drained. An image of the device showed at 50 percent on ac power icon on gui (graphical user interface). The du advised after he cycled the mains switch device was charging again. The du noted the wifi was out and ensured the wifi enable button was depressed prior to the gui reset and no further issues with wifi noted.

Event description:
It was reported that a message was received from device user (du) noting the device has been plugged in and on the whole time, hoping it runs even if the battery is drained. An image of the device showed at 50 percent on ac power icon on gui (graphical user interface). The du advised after he cycled the mains switch device was charging again. The du noted the wifi was out and ensured the wifi enable button was depressed prior to the gui reset and no further issues with wifi noted.

Manufacturer narrative:
Further investigation by service engineer observed the spring fuse holder had worn loose. There was excessive play on the holder in comparison to the replacement where it was a firm fit. Additionally, data analysis identified the system performed to specifications during the potential power event. The power cable and power entry module were replaced. The root cause could not be determined. H11 narrative updated. H6 code d was updated.